Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the system functioned as designed. It was suspected that the device was not used properly by the user as the issue had not occurred since the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the interface (umbilical) cable was not fully seating onto the imaging system. It was reported that, when adjusted, the imaging system would intermittently not charge. There was no patient present when this issue was identified. No additional information was provided.